Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was over 600 mg/dl which was treated with insulin pump and with manual injection. Customer stated that the blood glucose level was raised due to leakage of infusion set. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.